Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months after the dental implant and abutment were placed in ada site 25 in the mouth, the implant did not achieve osseointegration. Clinician reports poor bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed and the patient presented poor bone quality/quantity.

Event description:
The clinician reported that 3.5 months after the dental implant and abutment were placed in (B)(6) site 25 in the mouth, the implant did not achieve osseointegration. Clinician reports poor bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)